Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier (bio-ID) was not working. A field service engineer (fse) confirmed that the bio ID was operating properly and passed all the testing. Then the fse found drawer 1.1 was not sensing closed. So, the fse secured the sensor in latch block. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not working, and nurses needed a witness to log in to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.